Event description:
A customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the issue was resolved, allowing the customer to successfully start a new sensor session.